Event description:
It was reported to covidien that a customer had a problem with a dialysis catheter. The doctor attempted subclavian catheterization, located the vein and moved the notch of the introducer needle downwards to pass the guidewire. He felt a depression on the other side of the introducer needle as well and thought this might be a break or cut on the plastic end of the needle. He proceeded with the cannulation and when he sent the pt to x-ray for confirmation of the position, the catheter was in the neck vein instead of subclavian vein. He had to withdraw the catheter and placed another catheter in the femoral vein. Possibly there was a fault in the introducer needle with notch or notch like cut on both side of the introducer needle.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.